Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a plunger clamp broken in the reported problem area of the pipette assembly. The fse replaced the plunger clamp, tip clamp and lld spring. The instrument was inspected, tested without further problem, and returned to svc.